Manufacturer narrative:
According to the field, the right atrial lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Surgical intervention was performed and during an attempt to reposition the lead, the helix was observed to not extend properly. The physician decided to explant and replaced the ra lead. No additional adverse patient effects were reported.